Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that the scrub technician was preparing to load the lens into the injector when a foreign object (a hair) was observed. The scrub technician discontinued use of the injector and requested a new injector to complete the procedure. The device was not in contact with the patient at any time. The return of the injector has been requested. The injector has been confirmed to be available for return; however, to date has not been received by rayner.

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from a us healthcare facility that a foreign object (a hair) had been observed in a raysert plus rsp01 injector at the point the scrub technician was preparing to load the lens.